Manufacturer narrative:
Results and conclusions summation - product performance engineering determined that the failure to advance appears to be related to the mildly tortuous anatomy and calcified lesion. Dissection, as listed in the vision IFU is a known adverse event associated with coronary stenting and can be influenced by several factors, including, lesion characteristics, technique, and device size. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. A conclusive cause for the reported dissection and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a 2.75 x 08 vision stent was chosen to treat a lesion on the cx mid segment; however, a dissection was detected. Another company's longer stent was used to cover the dissection. No additional event or pt info is available.